Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was removed due to systemic infection. The device system will be replaced in the future. No further patient complications have been reported as a result of this event.